Event description:
Upon insertion of a bd autogard insyte intravenous catheter, the catheter tip became detached from the catheter hub and slipped into the left antecubital vein. The catheter tip could not be retrieved as it was entirely within the vein and disappeared. The attending physician was unable to feel the catheter subcutaneously.